Event description:
Not yet known. A statement of events has been requested, but a report has not been received.

Event description:
The tacheostomy tube associated with MDR 1220850-2000-00001 is the tube reported in MDR 1220850-1996-00002. The 11/2000 letter alerting co to this event was written by an attorney. Investigation into the matter revealed the fact that this event is indeed the device reported to co in 1996.